Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Moisture damage on motor assembly noted. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery, displacement, self-test, unexpected restart alarm test and all operating current test due to blank display. Pump received with minor scratched display window, cracked at display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump fell into water. Customer's blood glucose was unknown. Insulin pump would be replaced.